Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): the customer address exceeded maximum allowable digits, address is as follows: (B)(6).

Event description:
It was reported that the speaker will not function at all. Additional information from the customer "one speaker beeps while the other speaker was silent". No known impact or consequence to patient.

Manufacturer narrative:
Correction: unique identifier (UDI) #, was updated from ni to (B)(4). (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the front speaker was not connected to the system board. It was found that the front speaker was not connected to the system board, resulting in no audio being emitted from the front speaker. The front speaker was reconnected to the system board and the unit functioned as designed. The customer address exceeded maximum allowable digits, address is as follows: (B)(6).